Event description:
Patient transferred to our facility for endocarditis. Patient required an aortic valve replacement. The explanted valve was sent to pathology where it was discovered to be infected with the fungus rhizopus species.

Event description:
Patient transferred to our facility for endocarditis. Patient required an aortic valve replacement. The explanted valve was sent to pathology where it was discovered to be infected with the fungus rhizopus species.

Event description:
Patient transferred to our facility for endocarditis. Patient required an aortic valve replacement. The explanted valve was sent to pathology where it was discovered to be infected with the fungus rhizopus species.